Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, novocure was informed that the patient's skin was too irritated to apply the transducer arrays. Previously, on (B)(6) 2026, the patient had small erythematous lesions; however, over the course of the previous week, a larger purulent lesion progressively increased in size, prompting the physician to prescribe an unspecified oral antibiotic. The health care provider (hcp) recommended temporarily discontinuing optune gio therapy. At the time of the report, the patient's remaining skin irritation had shown improvement. Multiple attempts were made to contact the prescribing physician; however, no reply was received.